Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited myopotential oversensing on the atrial channel, resulting in an inappropriate mode switch. No intervention was performed. The patient was stable and will continue to be monitored.